Event description:
It was reported while cpc was on site for pump education that the women's center is experiencing channel disconnects. Upon inspection of the iui connectors, corrosion was seen on several pump modules. A clinician stated she would wipe the alaris devices with diversely oxivir tb wipes and may not avoid the iui connectors and would also clean the iui connectors with an alcohol pad. Affected pump modules were set aside to be taken to biomed department it iui replacement. There was no information on patient involvement or patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: initial reporter facility name. Additional information: imdrf annex a and g codes.

Event description:
It was reported while cpc was onsite for pump education that the women's center is experiencing channel disconnects. Upon inspection of the iui connectors, corrosion was seen on several pump modules. A clinician stated she would wipe the alaris devices with diversey oxivir tb wipes and may not avoid the iui connectors and would also clean the iui connectors with an alcohol pad. Affected pump modules were set aside to be taken to biomed department it iui replacement. There was no information on patient involvement or patient impact.